Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she was having bladder retention. It was noted that a fall could be related to this issue. The patient fell in (B)(6) 2016. She did not feel stimulation. The patient was on program 3 and increased to 8.5v and felt nothing. They helped the patient change to program 4 at 7.5v and she could feel stim. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the steps taken to resolve the bladder retention. If additional information is received, a follow up report will be sent.